Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device suddenly shut down, and battery of the device could not be charged during operational test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.